Manufacturer narrative:
(B)(4) no samples were received for evaluation. No batch numbers were provided by the customer. No data was provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
Customer states blood bank implemented use of white cap edta blood collection tubes in (B)(6) of 2023 due to supply issues with their vendor. No tube verification study was performed. Analyzer in used was the immucor echo. Analyzer identified questionable, unexplainable positive results on three patients collected in greiner tubes. Analyzer reported "sample-related issues" in all three patients and lab could not find any blood bank issues with the patients. Patients were recollected in different tubes and sent to the american red cross for testing. Arc found no issues with specimens or patient results. Immucor found no analyzer issues or quality control issues on the analyzer.